Event description:
It was reported that post spinal cord stimulation (scs) trial procedure the patient experienced a loss of function in the arms and legs. The physician transferred the patient to the hospital so that a computed tomography scan (CT) could be performed. There was a follow up appointment scheduled with the physician to remove the trial leads, but the patient did not show up. Despite good faith efforts, boston scientific has been unable to obtain additional information regarding the patient outcome.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7187417.